Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while steering a mitraclip ntw into the valve it was mistakenly steered into the left superior pulmonary vein and was unable to exit. The procedure was converted into a surgical procedure and the mitraclip was secured to the left superior pulmonary vein and the procedure was discontinued. The final mr was grade 1. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported sleeve steering issues was unable to be determined. The reported entrapment of device was likely a cascading event of the reported sleeve steering issues. The reported foreign body in patient was a cascading effect of the reported entrapment of device. The reported patient effect of foreign body in patient, as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.